Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips of the er420 instrument would not feed into the jaw properly. The case completed by using another instrument. There was no pt consequence.